Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of prosthesis wear which may have been due to orientation of the acetabular cup, edge loading/impingement, and/or patient related factors. However, this cannot be confirmed because the component was not returned for evaluation. (D11) concomitant device: - cocr fem head 36mm +0 (cn: 142-36-00, sn: (B)(6) ) no information provided in the following section(s): a4, a5, b6. The following section(s) have additional info; g4, g5, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: cocr fem head 36mm +0 (B)(4).

Event description:
As reported, approximately 5.5 years postop the initial implant, this (B)(6) y/o male patient¿s left hip was revised for poly exchange with small amounts of wear. Patient was last known to be in stable condition following the event. Device not returning due to hospital throwing away.